Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-614a-1903: the tip is attached to fiber; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "tip fell off" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure, at 45,930 joules and 8:07 minutes of use, the "fiber tip fell off" when the fiber was removed from the patient. It was noted that the fiber tip was "giving" and "came off burnt". The fiber was exchanged and the second fiber was used to complete the procedure. The tip of the first fiber was cleaned during the procedure. Patient outcome: "no injury".